Manufacturer narrative:
The device is available for investigation- it has not been received.

Event description:
The event occurred on an unknown date involving a chemolock¿ port where the customer reported that it disconnects. The medication involved was 5-fluorouracil (5-fu). There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The complaint of disconnection on item cl2100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history report (DHR) lot review of lot#13870344 was performed and the same failure, lot, and description were found in several complaints. However, none of them have been confirmed yet.